Event description:
The following information was reported to gore: on (B)(6) 2010, this patient underwent an emergency endovascular treatment for the ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, the aneurysm size was about 9 cm. On an unknown date, postoperative follow-up, a tendency of migration of the left leg/ipsilateral leg was confirmed. The amount of the migration was unknown. On (B)(6) 2021, follow-up CT scan showed migration of the left leg into the aneurysm sac, resulting in a distal type I endoleak. On (B)(6) 2022, a reintervention was performed. An additional stent graft was implanted into the left distal side. It was reported that the endoleak was fixed. The patient tolerated the procedure. It was reported that the size of the distal left leg at the index procedure may have been undersized, however, the treatment length for the index procedure was unknown. Additionally, no comment was received from the physician regarding the cause of migration.

Manufacturer narrative:
. The device remains implanted and is not available for investigation. (B)(4). The cause of the device migration is unknown. The treatment length was requested but it was unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and /or require intervention include but are not limited to endoprosthesis migration and endoleak. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Gore recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). The length of the gore® excluder® aaa endoprosthesis should be sufficient to reach from just inferior to the most distal (lowest) major renal artery to non-aneurysmal tissue in the common or external iliac arteries.